Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed when the device was interrogated while still in the box. Device was not used.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.